Event description:
Customer reported unit started to smoke while located in anesthesia workroom. There was no pt involvement. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A followup report will be issued when the investigation has been completed. The adu (anesthesia delivery system) is designed and mfg by datex-ohmeda, bromma, sweden, and is distributed for sale in the united states by datex-ohmeda, inc., north america. This MDR is being filed on behalf of the MFR located in bromma, sweden. All records regarding the design, manufacture, and complaint investigation of the adu are located in bromma, sweden.